Event description:
Fractured hip [hip fracture]. Insulin was frozen[medication error] ([diabetic ketoacidosis]). Case description: medical device info: class iib. This spontaneous case from another country, was reported by a medical doctor, as "pt hospitalised due to fractured hip", "insulin was frozen", "blood sugar levels rose to over 20 and pt went into diabetic ketoacidosis". It concerns a male pt treated with levemir (insulin detemir), novorapid (fast acting insulin aspart), novopen 3 (batch gw41073) and novopen 3 (batch gw41065) from an unk date, due to type 1 diabetes mellitus. Pt's height: not reported. The pt was hospitalized from unk date, because he had fractured hip. He had been on insulin (novorapid and levemir) for a while with no previous problems. Whilst in hosp, his insulin was stored in his novopen 3 in the fridge, but these were resting against the freezer part of the fridge. In 2008, through the day, his blood glucose level increased from the normal 6-10 mmol/l to 16 mmol/l. The following day, the blood glucose level had increased to 24 mmol/l. Extra novorapid insulin was given at breakfast. Pt still appeared well. At 16:00 the pt was drowsy, dry and his blood glucose level had increased to 32 mmol/l. IV insulin pump commenced. Diabetic ketoacidosis was diagnosed. It was noted that the insulin and pen had been resting against the ice box in the fridge and was very cold. The nurse says that there is a strong possibility that the insulin was frozen and hence, had become inactive. The pt was treated with a new batch of insulin and has recovered completely. The pt had recovered completely.

Manufacturer narrative:
Suspected products have been returned for analysis. Analysis result: product: novorapid penfill, lot#: vt60531. Drug conclusion: the returned product was examined macroscopically. Furthermore, the parameters identify, assay, degradation, and insulin aspart related impurities were examined. There is no sign that the product has been damaged by frost. The product was found to be normal. The results were found to comply with specifications. Product: levemir penfill, lot# vt60245. Drug conclusion: the returned product was examined macroscopically. Furthermore, the parameters identify, assay and insulin determir related impurities were examined. There is no sign that the product has been damaged by frost. The product was found to be normal. The results were found to comply with specifications. Product: novopen 3, lot# gw41073. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Nothing abnormal was found. Product: novopen 3, lot# gw41065. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Nothing abnormal was found. Comment: company comment. There is only limited info provided regarding the event "fractured hip". The missing info: pt medical history, concomitant diseases and the circumstances when event had occurred. However, the pt with type I diabetes and hip fracture commonly occurs in this group of pts. // please note: f/u info obtained in 2009, identified a second novopen 3 device necessitating the initial MDR submission for the second device.